Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device and associated leads were explanted due to patient infection. No other adverse effects reported and replacement noted with a non boston scientific device. No indication or information that the explanted products will be returned for post market evaluation.